Manufacturer narrative:
The concomitants implant date and lot numbers were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), experienced incontinence after the initial implant. The physician believed that a larger aus pressure regulating balloon (prb) would provide enough pressure to provide coaptation of the urethra and would better fit the patient. The smaller prb was explanted, and a larger prb was implanted. No patient complications were reported.